Event description:
It was reported that an ilet user in bg run mode received frequent prompts to enter blood glucose every 15 minutes instead of every 4 hours and later received a ¿dosing stops soon¿ message while using a dexcom g7, after which they were instructed to transition to backup therapy until a new sensor is attached; a fingerstick value of 256 mg/dl was reported. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing and use of backup therapy. Investigation included customer complaint review and user education/troubleshooting. Investigation of this case revealed that automated dosing was halted due to loss of cgm data input, with the system operating as designed when cgm data are unavailable. It was concluded that the device functioned as intended and that the event was related to unavailable cgm data while in bg run mode. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.